Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The versacross system was inserted into the watchman sheath. The transseptal puncture position was difficult to see on transesophageal echocardiogram (tee), the physician found an ideal transseptal puncture site and radio frequency (rf) was applied. The physician performed the transseptal crossing and began to position the sheath in the left atrial appendage (laa) of the patient. The physician was having difficulty positioning the sheath in the laa, so it was brought back to the right side of the patient's heart with the plan to perform the transseptal crossing again. At this time the patient became hypotensive, and a pericardial effusion (pe) was discovered. The patient was given protamine and a pericardiocentesis was performed. The patient stabilized but was brought to the operating room for further treatment. The patient underwent open heart surgery to treat the effusion. The patient was hospitalized and recovering from this event. The device is not expected to be returned for analysis. It was further confirmed that only noted collection of fluid causing pressure to drop and hr to elevate. No effusion was noted prior to procedure. The patient anatomy was difficult with a very rotated heart. Rf was delivered across, and the wire and sheath went through the posterior wall and back into the left atrium. There was difficulty to engage the septum prior to going across. There were multiple attempts required to track up / drop down into position on septum. There was difficulty with imaging/visualizing the rf wire or dilator. Rf was applied two times. Pe was estimated when pulling the sheath back to re-cross, the patient status declined.

Manufacturer narrative:
Correction to initial reporter facility name block e1 of the emdr. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The versacross system was inserted into the watchman sheath. The transseptal puncture position was difficult to see on transesophageal echocardiogram (tee), the physician found an ideal transseptal puncture site and radio frequency (rf) was applied. The physician performed the transseptal crossing and began to position the sheath in the left atrial appendage (laa) of the patient. The physician was having difficulty positioning the sheath in the laa, so it was brought back to the right side of the patient's heart with the plan to perform the transseptal crossing again. At this time the patient became hypotensive, and a pericardial effusion (pe) was discovered. The patient was given protamine and a pericardiocentesis was performed. The patient stabilized but was brought to the operating room for further treatment. The patient underwent open heart surgery to treat the effusion. The patient was hospitalized and recovering from this event. The device is not expected to be returned for analysis. It was further confirmed that only noted collection of fluid causing pressure to drop and hr to elevate. No effusion was noted prior to procedure. The patient anatomy was difficult with a very rotated heart. Rf was delivered across, and the wire and sheath went through the posterior wall and back into the left atrium. There was difficulty to engage the septum prior to going across. There were multiple attempts required to track up / drop down into position on septum. There was difficulty with imaging/visualizing the rf wire or dilator. Rf was applied two times. Pe was estimated when pulling the sheath back to re-cross, the patient status declined.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The versacross system was inserted into the watchman sheath. The transseptal puncture position was difficult to see on transesophageal echocardiogram (tee), the physician found an ideal transseptal puncture site and radio frequency (rf) was applied. The physician performed the transseptal crossing and began to position the sheath in the left atrial appendage (laa) of the patient. The physician was having difficulty positioning the sheath in the laa, so it was brought back to the right side of the patient's heart with the plan to perform the transseptal crossing again. At this time the patient became hypotensive, and a pericardial effusion (pe) was discovered. The patient was given protamine and a pericardiocentesis was performed. The patient stabilized but was brought to the operating room for further treatment. The patient underwent open heart surgery to treat the effusion. The patient was hospitalized and recovering from this event. The device is not expected to be returned for analysis. It was further confirmed that only noted collection of fluid causing pressure to drop and hr to elevate. No effusion was noted prior to procedure. The patient anatomy was difficult with a very rotated heart. Rf was delivered across, and the wire and sheath went through the posterior wall and back into the left atrium. There was difficulty to engage the septum prior to going across. There were multiple attempts required to track up / drop down into position on septum. There was difficulty with imaging/visualizing the rf wire or dilator. Rf was applied two times. Pe was estimated when pulling the sheath back to re-cross, the patient status declined.